Manufacturer narrative:
G4 ¿ PMA/510(k): k141148. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per complaint form - 3x locking stylets and one-ties were used. The 13fr evolution was advanced to the beginning of the distal coil and the lead extracted. The physician noticed blood pressure dropping.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable g4 ¿ PMA/510(k): k141148. The device was not returned for the complaint, therefore a physical investigation could not be performed and the customer's complaint could not be confirmed other than by customer's testimony. The complaint/event that was entered into trackwise: "blood pressure dropping." The device history record (DHR) was unable to be viewed due to the lot number specific to this complaint was unknown. This complaint will be monitored, tracked and trended through the cvi complaint handling and post market surveillance processes. A risk assessment will be performed and documented in the complaint summary tab within trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per complaint form - 3x locking stylets and one-ties were used. The 13fr evolution was advanced to the beginning of the distal coil and the lead extracted. The physician noticed blood pressure dropping.